Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed due to the receiver not communicating with the global receiver communication tool. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver not communicating with the global receiver communication tool. Confirmation of the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.